Manufacturer narrative:
Device eval: one used suspect device was received for eval/investigation. The device was examined visually and complaint is confirmed. A review of the device history record did not reveal any exception documents. A review of the complaint data base found no similar complaints for this lot number. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval method: device history record was reviewed, complaint data base was reviewed.

Event description:
The lock nut bond separated when submitted to high pressure during customer inspection. No harm or injury reported.